Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced access site bleeding requiring blood transfusion. The patient continued on support until the device was successfully weaned. Additional information noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-20424. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20424 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20424. In accordance with updated procedures. H6 health effect - impact code 1802 and investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-20424.